Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the act button was not working. The customer¿s blood glucose level was unknown. Customer stated that numbers were ramping on their own. Customer stated that scroll bar was moving with no input. Customer stated that there was no response from any button. Customer also reported that no delivery alarm was found and delivery stopped alarm on the insulin pump. The device will be returned for analysis.